Manufacturer narrative:
(B)(4). Two used catheters, without packaging, were received for evaluation as follows: sample # 1 -- two catheter fragments were returned in a specimen cup. The fragments measured approximately 5 inches (proximal end) and 31 inches (distal tip end), respectively. No portion of the catheter appeared missing. At the area of the fracture, the inner coil was unwound and stretched out. Stretching was also observed on the catheter tube at the area of the fracture. Sample # 2 -- one catheter was returned in a specimen cup. The catheter or coil was not fractured, however there was significant stretching/elongation observed on the catheter tube approximately 14 inches from the proximal end, and the coil was unwound and stretched out at this area. The proximal end and distal tip end were present; no portion of the catheter appeared missing. The damage observed on the returned catheters appears consistent with catheters in which a section is pulled beyond its design capabilities. This can occur when a catheter becomes lodged between rigid body structures. While no specific conclusions can be drawn, it appears that the catheter was most likely caught up on something while an excess force was being applied to cause the amount of stretching that was observed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: reports while removing the catheter, the catheter broke outside of the patient. The clinician was able to complete the catheter removal.